Manufacturer narrative:
A review of the ion system logs for the reported procedure was conducted. The investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The patient had a history of prior lung cancer. On (B)(6) 2025, the physician confirmed that the ion system did not exhibit any issues or unexpected behaviors contributing to the pneumothorax. The procedure was completed successfully and the pneumothorax was identified post-procedurally via imaging. The initial size of the pneumothorax was estimated at 35¿40%, and it did not increase after chest tube placement (initially 14 fr, later 24 fr). The biopsied lesion measured 20 × 13 × 21 mm in size, and was located in the left upper lobe, extending to the pleura. A diagnosis was obtained confirming no recurrent malignancy. The patient experienced shortness of breath and chest pain, required no additional interventions beyond chest tube placement, and was hospitalized for five days before being discharged home in stable condition. No procedural images or videos were available.